Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the physician had difficulty getting the lead to track into the selected tortuous vein. The lead was able to be successfully placed; however, after slitting and tie down, the lead dislodged. The lead was explanted and a different lead was used in its place. No patient complications have been reported as a result of this event.